Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service stating plastic tape gives her a rash- last time used was in (B)(6). States register nurse advised to stop using, patient requested paper tape. The patient involvement is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".